Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an imperfection of proper reprocessing caused by leakage at the distal end and control section. A further cause of the leakage could not be presumed. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): -inspection of the air-feeding function. -inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope bending section glue was worn. The issue was observed during maintenance. No reports of patient harm were associated with this event. The device was returned to olympus for a device evaluation and found the air/water nozzle was blocked with foreign debris that appears to be a black plastic like material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customers allegation was confirmed, the bending section cover rubber glue was worn. In addition to the reported in b5, the device evaluation also found the following: the light cover glasses was chipped and adhesive was worn, the optical cover glass adhesive was worn, there was a leak at the bending section cover rubber glue, the grip was stained, the aspiration housing was worn, the control body side cover had a stain, there was a leak at switch 4 button, the switch head was stained, the pin unit had a stain, the switch function button operation was inoperative, angulation was out of specification and had play, water removal was out of specification, and the electrical safety test was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.